Manufacturer narrative:
(B)(4). One used dispensing pin transfer spike, without packaging, was received for evaluation. The transfer spike was returned attached to an empty e3 sodium chloride bag. In an attempt to simulate the reported incident, the bag was refilled with water and the transfer spike was spiked into the bag and allowed to hang for one hour. There were no leakages or disconnections from the spike-to-bag connection observed within the testing time frame. The outer diameter (od) and length of the spike was dimensionally measured according to specification and found acceptable. Although the reported event could not be reproduced, b. Braun has implemented a new mold for this spike in order to tighten the od tolerance at the base and increase the od at the bevel. This change will increase compatibility with solution containers / bags by making a tighter seal. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: event # 1: reports when using the transfer spike (ref # 412027) with a 0.9% sodium chloride e3 injection bag (ref # e8000), the spike disconnects from the bag. There have been three events of chemotherapy spills as a result of the spike device becoming disconnected from the chemo bag. Two events occurred when changing out of a 24 hour continuous infusion. The third event occurred when a nurse was retrieving a 24 hour chemo infusion from the refrigerator, picked it up around the center of the bag, and the spike became dislodged, resulting in chemo leaking into the bag it was delivered in. The reporting facility is concerned that the spike is too short and too small in diameter. The facility had previously used ICU medical supplies for chemotherapy administration, and has recently switched to b. Braun products.